Event description:
It was reported that the hard paddles could not be connected to the device because a pin was broken off inside the therapy connector. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and price for a replacement therapy connector assembly. The removed assembly will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.